Event description:
Weck makes a titanium hemoclip block -cat # 004200- that carries 6 titanium clips. If the block were to get lost in a pt during surgery, it would be detected by x-ray because the clips would be seen in the open "u" shape position. If the block was empited however, and missing and possibly fell into the pt during surgery, it would not be noticeable by x-ray since the block unit itself is not made to be x-ray detectable. Rptr was missing a block during surgery. Not sure if the circulating nurse wrote +1 an extra time on the count sheet or if the scrub nurse lost her block. The block has adhesive on the bottom of it, which the scrub nurse was not using. She should have removed the paper and stuck the block to the field. Rptr's complaint is that the blocks (all sizes) themselves should be x-ray detectable even after the titanium clips are removed.